Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the distal right coronary artery. A 2.50 x 48 synergy drug-eluting stent was placed. However, the device presented longitudinal deformation in the proximal part due to the lesion and possibly interaction with a second stent. The longitudinal deformed stent was treated with aggressive post-dilatation. No patient serious injury nor complications were reported and the patient status was stable.